Event description:
A report has been received from a dealer who has stated that unit is smoking. There is no report of an injury. The unit has been replaced. The end user was called, however, no further information has been reported. If any further information is received, a supplemental report will be filed.